Event description:
Boston scientific received information that the patient with this right ventricular lead occasionally felt a little off. Many tests were done to test the lead integrity and nothing was ever found to be of issue with this lead. Since the patient is young, and has had many device's in her lifetime, and is dependent, the physician elected to implant another system on the patient's other side and leave this chronic system in and working as a back-up. To date, no adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.